Event description:
The customer reported to olympus, no image/no picture from the videoscope cable exera ii. There was no procedure or device involved. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. No image was present. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the reported issue was caused by a faulty cable. However, the specific cause of the faulty cable could not be established at this time. Olympus will continue to monitor field performance for this device.